Manufacturer narrative:
Approximate age of device ¿ 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for bleeding (no source identified). The patient was anemic prior to discharge, so they were transfused with 1 unit of packed red blood cells (prbcs). The patient was on aspirin, warfarin, and persantine anticoagulation at the time of the event. The bleeding resolved on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient presented with bleeding from an unspecified source. The hmii IFU lists bleeding as an adverse event that may be associated with the use of the hmii lvas. The IFU outlines anticoagulation therapy and inr ranges. Heartmate ii left ventricular assist system was returned under MFR #2916596-2016-02340. Evaluation of the pump could not be correlated to the report of bleeding. A review of the device history record revealed that the device met specifications prior to leaving manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.